Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to be revised on (B)(6) 2014. Asr xl- right. Reason(s) for revision: unknown. Competitor's stem used. However, this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Queried reason for revision in order to properly close com to CAPA - (B)(4). Com will be closed to CAPA for the time-being. Second request for reason for revision sent 7 may 2014. Third request opened. Third and final request made 14 may 2014. Final request (b)() closed. Update 6 june 2014 - rec'd (B)(4) with reasons for revision - pain and component loosening of the cup. "However, I have noticed on the (B)(4) there is an additional implant date with mention of a fracture. This could mean the case is a resurfacing to xl one. I have queried this with the file handler and am awaiting a response - 6 jun 2014. On 6 june 2014. Rec'd confirmation of case being resurfacing to xl. Therefore, I have changed the implant date of this surgery to (B)(6) 2007. I have also created a com for the resurfacing stage of this surgery. Please refer to (B)(4) for the resurfacing stage. I have also attached the confirmation of case being resurfacing to xl."